Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the patient was revised adverse tissue reaction to corrosion. (Left).